Event description:
It was reported that since the pt's stimulator was replaced, the pt has not had any therapeutic effect. The pt experienced recent falls, including one serious enough to result in a broken hip. The relationship of the falls to the lack of therapeutic effect was not reported. At the time of the report the pt was in a rehabilitation facility, and the pt's status was reported as fair. Add'l info has been requested, but was not available as of the date of this report.